Event description:
"Two pts reported to have hemolysis after being dialyzed on b braun dialog machines. This happened on two different machines both pts had to be hospitalized. The machines have been run since without incident."